Event description:
The reporter indicated being unable to obtain diagnostic info and receive stored iegms from chronolog. All other data was rec'd. An attempt will be made to obtain a second iegm after procedure.